Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) experienced a detection issue concerning fast ventricular tachycardia (vt) withheld by supra ventricular tachycardia (svt). The ICD remains in use. No patient complications have been reported as a result of this event.